Event description:
Baxter tpn tubing found to have a leaking y-site. Nnicu infant receiving tpn/il through uvc. Upon close observation this morning, tpn found to be slowly and continuously leaking through middle y-site connector in tubing. Leak observed to appear as coming from a pin-hole with continuous drops forming. Product identifiers: baxter 60 drop, clearlink solution set. Manufacturer: baxter. Infor#: (B)(4). Lot #: (10) r23a10154. Medication administered: neonatal tpn. Temperate of solution: room temperature. Rate of infusion: 2.8ml/h. Leak noticed during infusion, hours after initiation. No occlusion alarms from pump noted. This leak was dynamic. Md notified of leak. Plan to initiate clear IV fluids for remainder of shift and restart tpn/lipids tonight with new product. This is the same tubing and lot number from report (B)(4). Manufacturer response for IV tubing, baxter 60gtt, clearlink solution set (per site reporter). [Redacted date] - sample retrieved; emailed baxter requesting RMA/mailer label.